Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's daughter is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/23/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: reviewed meter memory: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's daughter is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/23/2018 and open vial date is 06/21/2016. The meter memory was reviewed for previous test result history: reviewed meter memory the 212mg/dl (B)(6) 2016 09:42 am fasting: yes; the 244mg/dl (B)(6) 2016 02:25 pm fasting: yes; the 217mg/dl (B)(6) 2016 08:40 am fasting: yes; the 187mg/dl (B)(6) 2016 08:33 am fasting: yes; the 175mg/dl (B)(6) 2016 11:54 am fasting: yes.